Event description:
The manufacturer has changed/improved the criteria for making MDR decisions regarding electromyographic (emg) endotracheal tubes, per discussion with osb. Any re-intubation (medical intervention) during a surgical procedure is believed to be a reportable event, as emg endotracheal tubes provide an open airway as well as monitoring for emg activity. A retrospective review found the following event: a customer reported that "the endotrachea could not function well after the endotracheal tube was intubated. With this tube the nim system couldn't stop beeping." The report suggests that the patient is in "good condition and surgery was not delay" after re-intubation. The report also states that the problem occurred intraoperative. A device from the same lot was returned and no fault was found. There is no further information at this time.

Manufacturer narrative:
One contaminated item was received in the original carton. The complaint lot was verified to be the same with the lot on the carton. A visual examination of the returned emg tube found no abnormalities in the product. A multimeter was used to test the resistance of each electrode and the wire harness. Each lead indicated 2.9 ohms of resistance or less. The leads are to be between 1.7 to 3.7 ohms of resistance. The product leads tested good and the complaint could not be verified. Method - electrical tests performed. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm., slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. This product was being used for treatment, not diagnosis. Simple maneuvers to reposition the tube or patient are not considered medical or surgical intervention; but if the tube requires removal and replacement after the airway has been established such actions are considered an intervention. In this reported event re-intubation occurred during surgery, thus we are filling this report as an adverse event.